Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. The ventilator generated a technical error code indicating a communication error. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The ventilator generated a technical error code indicating a communication error at startup. The field service engineer replaced the breathing control printed circuit board (pcb), the inspiratory side pressure transducer and the o2 cell. The ventilator was returned to the customer after passed functional tests. Replaced parts were kept by the customer. The evaluation of the received text dump device log confirms the reported technical error code, indicating a hardware problem with the control pcb, the first time as early as october 16, 2020. The date of event is updated accordingly. The log also contain indications of a problematic pressure transducer and a o2 cell test failure. As no parts were returned for investigation, the root cause could not be determined.

Event description:
Manufacturer ref. #: (B)(4).